Manufacturer narrative:
Concomitant medical products: znn, cmn connecting bolt, (B)(6); item#: 00249000304, lot#: 13765810. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, when the surgeon tried to connect the nail with the bolt, the bolt didn't turn and was stuck. A surgical delay of 0-15 minutes has been reported.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that during surgery on the (B)(6) 2021, the znn cmn femoral nail couldn't be properly assembled with the connection bolt. The connection bolt didn't turn and was stuck. Another znn cmn femoral nail was used to complete the surgery. There was a surgical delay of up to 15 minutes to prepare a backup nail. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - visual examination: the visual examination shows a shiny surface present at the start of the thread along with signs of wear, confirming the reported attempts made of assembling the connection bolt to the znn cmn nail. - functional test: a functional test was performed on the returned znn cmn nail with the connection bolt ref. (B)(4). The results of the functional test was negative. The connection bolt couldn't be assembled to the znn cmn nail. - deeper manufacturing investigation: a deeper manufacturing investigation was performed and a cad simulation was generated. There is an offset in the axis y4+ due to the milling tool not being used concentrically to the turning diameter. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination of the connection bolt and znn cmn nail was approved by zimmer biomet. Conclusion: it was reported that during surgery on the (B)(6) 2021, the znn cmn femoral nail couldn't be properly assembled with the connection bolt. The connection bolt didn't turn and was stuck. Another znn cmn femoral nail was used to complete the surgery. There was a surgical delay of up to 15 minutes to prepare a backup nail. The investigation did identify a nonconformance or a complaint out of box (coob). The visual examination shows a shiny surface present at the start of the thread along with signs of wear, confirming the reported attempts made of assembling the connection bolt to the znn cmn nail. The functional test done with the connection bolt produced a negative result. The connection bolt could not be assembled to the znn cmn nail. A deeper manufacturing investigation was performed and a cad simulation was generated. It was discovered that there is an offset in the axis y4+ due to the milling tool not being used concentrically to the turning diameter. This offset in concentricity between the m11 thread and the ø10.185 core-diameter prevents the connection bolt being assembled with the znn cmn nail. Based on the given information and the results of the investigation, we identified the root cause to be a manufacturing issue. Further actions were initiated and are covered in issue evaluation ie-17143. Based on the investigation the report event can be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).